Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the introducer sheath was returned inside the dispenser hoop. The introducer sheath was removed and was noted to be kinked approximately 47mm from the proximal end. The tip of the introducer sheath was intact. The distal stent delivery wire (sdw) was kinked. The distal protection assembly (dpa) was noted to be damaged. The stent was not returned. Functional inspection was not performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Internal carotid artery (ica) case. The operator used balloon to pre-dilate and then used flow diverter stent to deploy. Used microcatheter to place the stent to the location and deployed it but the middle of the stent was not able to be expanded properly. The anatomy was reported to be severely tortuous. Product analysis found the stent had been deployed and was not returned. As per the event description "the operator deployed the stent completely to check". The introducer sheath and sdw were noted to be kinked/bent and damaged. It is most probable the patient¿s severely tortuous anatomy contributed the stent not fully opening during the procedure however the damaged introducer sheath may have contributed to the difficulty retracting the stent and would have contributed to the damage noted to the returned sdw. An assignable cause of procedural factors will be assigned to the reported events: ¿stent failed/unable to open (when not implanted)¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, and analyzed events: ¿stent failed/unable to open (when not implanted)¿, ¿stent introducer sheath damaged¿ and ¿sdw kinked/bent¿ and ¿sdw deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during internal carotid artery (ica) procedure, the operator used the balloon guide catheter to pre-dilate. Next, he used the microcatheter to bring the subject flow diverter stent to the lesion and deployed it. However, the middle of the subject stent was not able to be expanded properly. The subject stent could not be recaptured back into microcatheter and hence remained in the deployed condition and was pulled all the way out of patient's body along with microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.